Event description:
Additional information was received from a manufacturer representative (rep). It was reported that they are not aware of any externa l/environmental factors that contributed to the high impedances. The cause was unknown. The rep programmed around the high impedance and achieved good coverage of the patient¿s painful areas. The issue is not resolved. No actions are being taken to resolve it as long as the patient is able to get good pain relief with the remaining electrodes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that high impedance was observed on electrode 0 at 23159, electrode 1 at 17935, and electrode 8 at 19967 with reference electrode 3 after connecting to a new implantable neurostimulator (ins) and running an impedance check. The leads remained implanted and in service. Troubleshooting was performed by programming around the high impedance. No patient complications have been reported as a result of this event. Cause is unknown and issue is ongoing.